Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Reportedly, a re-intervention should be performed. [(B)(4)].

Event description:
Reportedly, noise oversensing was observed in both channels, leading to pacing inhibition. Since the patient was partially pacing-dependent, he felt dizzy.

Manufacturer narrative:
Please refer to the attached updated analysis report. - attachment: [20190528 - file-2019-01165 - analysis_and_closure_report_resp-2019-00784.pdf].

Event description:
Reportedly, noise oversensing was observed in both channels, leading to pacing inhibition. Since the patient was partially pacing-dependent, he felt dizzy.